Event description:
It was reported that upon interrogation, this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. Boston scientific technical services was contacted and recommended an emergent replacement procedure to resolve the event. At this time, the device remains implanted and in-service. No adverse patient effects were reported. Information has been requested regarding the specific device details and which healthcare facility is involved, but a response has not yet been received.

Event description:
It was reported that upon interrogation, this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. Boston scientific technical services was contacted and recommended an emergent replacement procedure to resolve the event. The physician subsequently explanted and replaced the device to resolve the event. During the procedure, a defective right ventricular (rv) lead was also revised. The specific lead allegations were not provided and the rv lead is not a boston scientific product. This explanted crt-p is expected to be returned for analysis, but has not yet been received.